Event description:
Boston scientific crm received information that during a routine implantable cardioverter defibrillator (ICD) implant procedure, this ICD displayed pacing impedances of greater than 2000 ohms on the atrial channel. The lead was taken out of the header and then reinserted with resulting high impedances. The lead was then taken out again, the torque wrench was left in sealplug while the terminal pin of the lead was cleaned. The lead was then re-inserted for a third time with resulting normal impedances. The case was completed without further incident. Subsequent information indicated that pacing impedances of greater than 2000 ohms were seen approximately six weeks post implant. A technical services (ts) consultant discussed programming and trouble shooting options with the local field representative (fr). Additional information from the fr indicated that no additional trouble shooting, reprogramming or intervention would be performed due to the patient being in chronic atrial fibrillation (af). A lead fracture was suspected. No adverse patient effects were reported.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.